Event description:
Reporter stated that patient blood glucose measured 307 mg/dl, on the suspect device, around lunch time. Reporter did not know if patient had taken recommended dose of insulin lispro (9 units) based on this value. Reporter indicated that patient was found unconscious at 5:30 pm. Reporter tested patient's blood glucose, using the suspect device, and obtained a result of 23 mg/dl. Reporter attempted to treat patient with glucose tablets and glucose paste. An unspecified time later, patient's blood glucose was retested, using the suspect device, with a result of 235 mg/dl. Reporter indicated that patient's blood glucose was immediately retested, on a different device, with a result of 28 mg/dl. Reporter noted that patient was not responding to glucose gel treatment, so emergency medical services were summoned, on patient's behalf, at 6:15pm. Upon their arrival, 10 minutes later, patient's blood glucose measured 26 mg/dl, on paramedics' device. Patient was reportedly treated with a glucose injection and was subsequently transported to the hospital for additional treatment. Once at the hospital, patient's blood glucose reportedly measured 130 mg/dl. No additional treatment was received. A level-one control test was reportedly performed on the system and the result fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.